Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother was reported via phone call that the insulin pump failed battery test alarm as well as motor error alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer was not able to pump rewind. Drive support cap was normal. The insulin pump will be returned for analysis.